Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer is unaware of how the parts became defective. The dealer states that they just need to be replaced. The dealer provided no further information.